Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unspecified mentor saline breast prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient was undergoing a primary breast augmentation procedure with unspecified mentor saline breast prostheses when the doctor noticed that both left and right breast prostheses were leaking. There was no consequence to the patient. This medwatch report is for the left breast prosthesis.